Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic after sending a (B)(4) transmission showing noise inhibiting pacing. Device changeout occurred at a later date and several noise episodes were observed since then. Noise was noted on egms for both near field and far field channels. The pacing lead impedance was in range. Small r-wave amplitudes were noted. Programming changes were made and resolved the noise oversensing issue. The device remains implanted.